Event description:
It was reported that a patient was suspected to have acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was unknown. Treatment and outcome for the event were not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.